Event description:
Healthcare professional reported "grade lll capsular contracture". This record is for the right side. The device was explanted and will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "grade lll capsular contracture". The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: "grade iii capsular contracture".

Event description:
Healthcare professional reported "grade lll capsular contracture". This record is for the right side. The device was explanted and will be returned.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on october 29, 2025, with lot number 1256830. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.